Event description:
Tubing that connects to transducer broke into two pieces when physician tried using it in or. No patient complications were reported.

Manufacturer narrative:
Results/conclusions: device has not been returned for evaluation.